Event description:
The customer reported an intermittent loss of the live image. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The high voltage cable was replaced. The system was then found to be operating as intended.